Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the keyboard freezing issue. A technical support specialist reinstalled the keyboard driver unchecked the sleep mode to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, keyboard located in the operating room unexpectedly freezing, even during procedures. The customer stated that there was a delay in dispensing medication, but no patient harm reported. There were no adverse events or injuries reported based on this event.